Event description:
Event description boston scientific crm received info that this right ventricular (rv) lead had loss of capture and decreased impedence measurements of less than 100 ohms. This lead was explanted and a new rv lead was successfully implanted. During the lead revision procedure a new pulse generator was also implanted. To date, no adverse pt effects were reported.

Manufacturer narrative:
Not returned. Event conclusion: this lead was explanted and will not be returned. Boston scientific crm can not confirm the clinical observation. If any new info becomes available to boston scientific crm it will be reported as necessary.